Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high thresholds. The physician attempted to extract the lead from the ventricle, but the tip separated and remained in the apex of the ventricle. The coils separated and some of the coils were left attached to the lead tip still in the ventricle.